Event description:
It was reported that during the procedure, the coil (subject device) prematurely detached from the delivery wire in the internal carotid artery (ica) while being deployed. The delivery wire was removed from the patients body. The coil was not fully deployed in the aneurysm so the physician used a stent to tack down the coil tail to keep it in place and to complete the procedure successfully with no clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date - added. D9 product available to stryker- updated. D9 returned to manufacturer on- updated. H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the delivery wire was seen to be kinked/bent and the main coil was seen to be detached/separated. The main coil and introducer sheath were not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analysed anomalies noted to the device. The device was analysed. During analysis, the delivery wire was seen to be kinked/bent and the main coil was seen to be detached from the delivery wire, and not returned. Additional information provided by the customer indicated that the coil deployment was interrupted and the coil broke off prematurely at the detachment zone in the internal carotid artery (ica), the coil could not be fully deployed without the use of a stent to tack it down. An assignable cause of procedural factors was assigned to the as reported/as analyzed defect main coil prematurely detached/separated during use as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage was assigned to the as analyzed defects coil delivery wire kinked/bent as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during the procedure, the coil (subject device) prematurely detached from the delivery wire in the internal carotid artery (ica) while being deployed. The delivery wire was removed from the patients body. The coil was not fully deployed in the aneurysm so the physician used a stent to tack down the coil tail to keep it in place and to complete the procedure successfully with no clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.